Event description:
A surgeon reported seeing several cases of glistenings following intraocular lens (iol) implant surgery. There are two medical device reports associated with this event. This report is for the "several cases".

Manufacturer narrative:
The product was not returned for analysis. The product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause. Not enough info was provided from the account to properly complete an investigation. (B)(4).